Manufacturer narrative:
The evaluation of the returned pump did not reveal any device-related issues. The pump was returned assembled with the driveline severed approximately 10 inches from the pump housing and a distal portion was returned measuring approximately 24 inches. The sealed outflow graft and the outflow graft bend relief were not returned. Upon disassembly, visual inspection of the blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient age was not provided. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection. Despite IV antibiotics, wound care and debridement, the pseudomonas aeruginosa infection progressed. The surgeons decided to exchange the pump on (B)(6) 2017. No additional information was provided.